Event description:
The reporter indicated that she was having difficulties programming a pt's vns generator due to repeated interruptions in communication with the device, though the device was eventually programmed to desired settings. The reporter's programming system was returned to the MFR and during an analysis of the system's programing wand, it was identified that the device contained an intermittent conductor within the serial data cable which produced communication errors. Once the cable was substituted with a known functional cable, all communication errors were cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.